Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced for an unknown reason. Additional information received confirmed that the ipg was replaced due to battery depletion. The patients postoperative recovery was reported as favorable. Information regarding the physician and medical facility was also provided. Furthermore, it was noted that the explanted device was discarded by the medical facility and was not returned.

Manufacturer narrative:
Block b3: date of event - approximately a few months ago - exact event date unknown.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced for an unknown reason.